Event description:
It was reported a pta balloon was difficult to inflate and deflate during use in an internal jugular sheath. Reportedly, after 1-2 minutes of deflation time, the balloon was removed partially deflated. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The sample has been returned to the MFR for eval. The investigation is currently underway.